Event description:
The user facility reported that while positioning a patient for surgery, the facility was unable to "flex" the or table. Rolls were placed under the patient to provide the desired flex position. Following the procedure, the facility's biomed disassembled the table's column shroud and found the power cable to the slide motor was excessively taught causing the power connector to detach over time. No injuries were reported. A 40 minute procedural delay was reported due to the incident.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and confirmed the power cable had disconnected from the slide power control board due to excessive strain on the cable. The technician re-routed and properly restrained the power cable around the table column, cycled the table through all heights, ensured there was no excessive cable movement and returned the unit to service. The table was installed in (B)(6) 2012 and is not under a steris service contract. The facility's biomed is responsible for ensuring that maintenance procedures are performed regularly at the intervals indicated in the 4085 operator manual. No further issues have been reported.